Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set-up joint (suj) involved with this complaint to perform failure analysis. The proximal set-up joint (suj) was analyzed and found to have an error 25730. The error was confirmed as having occurred in the field via error logs and was reproduced. The complaint was confirmed based on the field evaluation/failure analysis. Isi also received the distal set-up joint (suj)and completed the failure analysis. The reported error was confirmed as having occurred in the field via logs but was not replicated in house.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that several non-recoverable faults occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found arm 2 errors. The customer reported that they had another case to follow, and wanted to know if the issue would come back. The tse acknowledged the reported issue could come back. The customer stated the surgeon would likely cancel the next case. The other xi system was reportedly already in use for the rest of the day. The procedure was completed and there were no reports of patient injury. Intuitive made a follow-up attempt with the customer and the following additional information was obtained: the system functionality was checked upon powering on the system. The reported errors occurred at system start up and during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the proximal set-up joint (suj), distal suj, and the fiber cables to address the issue. The fiber cables are field scrap items and will not be returned back to isi. Isi has received both the proximal suj and distal suj evaluation; however, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the devices have been evaluated and/ or if additional information is received.